Manufacturer narrative:
On 09 september 2016 the medical affairs director performed a clinical evaluation and commented as follows: five years after cementless tha, the stem was found to be loose. Only a pre-revision x-ray is available, loosening is extremely evident, but no history can be reconstructed. Given the low age of the patient, such a serious condition appears peculiar, because it normally takes several months and often years to develop. There is not sufficient information for further analysis.

Manufacturer narrative:
Batch review performed on (B)(6) 2016. Lot 104010: (B)(4) items manufactured and released on 21 january 2011. Expiration date: 2015-12-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Not yet received.

Event description:
The patient came in complaining of instability. The surgeon noticed the stem was loose. The surgeon revised the stem, the head and the liner. The cup was left in place. The surgery was completed successfully. Explants and x-rays are available.